Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2015-03103, 2015691-2015-03101, 2015691-2015-03148, 2015691-2015-03149, and 2015691-2015-03154.

Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this case per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2014 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: canádyová j, mokrácek a, pe¿l l, kurfirst v, ¿ulda m. Short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center¿s experience. Kardiochirurgia I torakochirurgia polska 2015; 12 (2)

Event description:
As per article received from the (B)(6), "short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center&#62688;experience", 41 patients underwent transapical transcatheter aortic valve implantation (ta-tavi). All patients received edwards sapien balloon expandable pericardial valves. "In one patient they found a hematoma around the aortic root and massive untreatable bleeding from the free wall of the left ventricle and base on the heart." This is one of six reportable events being related to the article.